Event description:
Muscle stimulator shocked patient. Therapist set up at intensity of 20 and the patient said that it was to strong backed off to 10 and it was still to strong. She looked at the electrode and it had turned black. She went to set up chronic pain protocol and before she did anything with te intensity, it shocked patient, therapist put it on herself and it did the same thing. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
See scanned pages.